Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for li lithium (li) on a c501 analyzer. The customer repeated all other samples tested on (B)(6) 2016 and all the results were consistent. All other sample results obtained before and after the affected sample were consistent with patient diagnosis and were repeatable. No other additional issues have been reported since the event. The sample initially resulted as 1.31 mmol/l and this result was reported outside of the laboratory. The clinician requested for a new sample to be collected from the patient and tested for li. The new sample was tested on (B)(6) 2016, resulting as 0.24 mmol/l. The clinician also requested a repeat of the original sample. The original sample was repeated on (B)(6) 2016 and it resulted as 0.22 mmol/l. The patient was not adversely affected. The li reagent lot number was 620511. The reagent expiration date was asked for, but not provided. Precision studies were performed on the analyzer.

Manufacturer narrative:
No treatment was initiated by the clinician based on the erroneous result. It can be assumed that the second result was correct since this result fits better with the patient's history. A field service engineer performed preventive maintenance on the instrument and probes were replaced. The customer has stated that the overall instrument performance has improved after this action. A specific root cause could not be determined. Additional information required for investigation was not provided. A general issue with the reagent and instrument can be excluded as calibration and controls are acceptable. Precision studies performed suggest an issue with sample probe pipetting. The most probable cause is related to pre-analytic sample handling. Pre-analytical sample handling issues such as gel or fibrin strands or issues with incorrect clot activation may temporarily contaminate the sample probe and may cause incorrect results. The precision of the instrument was improved by replacement of the probes.